Event description:
It was reported the event occurred after an initial knee operation and patient was operated with a periprosthetic plate due to a stress fracture of the left femur. Surgical report details that the fracture occurred at the femoral fiches which are the pins used in rosa instrumentation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006401- tibia cemented 5 degree stemmed left size c- 64802885; 42500605401- femur cemented posterior stabilized (ps) standard left size 3- 64432733; 42511400414- articular surface fixed bearing posterior stabilized (ps) left 14 mm height- 64849957. Customer has indicated that the product will not be returned to zimmer biomet for investigation, rosa platforms remain at hospitals. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2: report source italy. Visual analysis of the photos/xrays provided by the user confirmed that there is a fracture on the femoral bone of the implanted leg, confirming the reported event. Review of the device history record identified no deviation and/or anomalies related to the reported complaint event. A definitive root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.